Manufacturer narrative:
Correction to d2a: common device name and d2b: classification code. B5: no alarm was triggered on the unspecified machine. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The visual inspection of the provided photographic sample does not show the external fluid leak. The reported condition could not be verified. Due to the nature of the provided samples, no further testing could be performed. Therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a u9000 had an external fluid leak during therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.